Manufacturer narrative:
A request was made for product return. Investigation is completed to date. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and defibrillation lead were explanted due to a patient infection. No further adverse patient effects were reported.